Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer heard a beep on his insulin pump and screen went blank. Customer's blood glucose was 224 mg/dl. The insulin pump had not been bumped, dropped, or exposed to moisture and there were no signs of physical damage. The contacts on the battery cap were not missing or damaged and the battery compartment and spring were neither damaged nor corroded. Following insertion of a new battery, the display returned. Customer then received a battery out limit alarm and was assisted with reprogramming time, date, and fixed prime. Nothing further reported.